Event description:
Customer reported her was hospitalized for high blood glucose on (B)(6) 2014. Before that, he had been experiencing no delivery alarms about thirty minutes after changing infusion sets. Changing insertion sites did not resolve the issue. Customer's blood glucose was in the 300's when he was admitted. He experienced chest pains, vomiting, and diabetic ketoacidosis. Customer was hospitalized for three days. Customer was wearing the insulin pump when he was admitted. He has stopped using the device and has been on manual injections since being released from the hospital. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).